Manufacturer narrative:
(B)(4). The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2011, due to removal of fibroids, and a morcellator was used for tissue removal. Pathology was performed and the report indicated that the fibroids were benign leiomyoma. On (B)(6) 2014, the patient presented to doctor complaining of abdominal pain. It was reported that the patient underwent testing which revealed two soft tissue masses in her abdomen and a cyst on her ovaries. On (B)(6) 2001, the patient underwent testing which revealed two soft tissue masses in her abdomen and cysts on her ovaries. On (B)(6) 2014, it was reported that the patient underwent a laparoscopic tumor excision surgery, and the pathology indicated a metastatic high grade leiomyosarcoma with suspected gynecologic origin. The patient began chemotherapy on (B)(6) 2014, and had surgery for pleural effusion and partial lung collapse on (B)(6) 2014. It was further reported that the patient was discharged on (B)(6) 2014, and began hospice services. The patient died on (B)(6) 2014. No additional information was provided.